Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involving a chemo lock was reported in which a staff member identified a faulty chemotherapy b-line (new cl3520 cstd). According to the report, the b-line was connected per instructions, and the chemotherapy infusion was initiated at the prescribed rate. When the staff member returned to the patient¿s chairside, the chemo lock port was found to have popped out of the blue chamber, resulting in chemotherapy spilling onto the floor. There was patient involvement and no harm/adverse event reported.